Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The sample was pressure tested, and no disconnects were found. Terumo has revised tubing packs. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the tubing and bubble trap disconnected in the cardioplegia set. The customer re-attached the unit with tie bands. There were three occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.